Event description:
It was reported that the patient experienced discomfort. It was suspected that the patient's implantable cardioverter defibrillator exhibited excessive heating due to interference. No intervention was performed. There were no patient consequences.